Event description:
Patient is s/p (status post) bilateral mastectomies followed by breast reconstruction with silicone implants approximately 5 years ago. Both implants were noted to be ruptured with extensive disintegration of the implants.